Event description:
It was reported that log files were submitted due to driveline disconnect and low flow alarms were noted, both lasting o seconds on (B)(6) 2023, and concerning esd events. The log file review contained mainly pulsatility index (pi) events. It was unable to see the event data on the (B)(6) 2023 as new incoming data was continually overwriting old data. The patient did not recall any pump stop. There was no controller exchange performed on (B)(6) 2023. The cause of low flow was not identified; the patient did not hear the low flow alarm and was outpatient at the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm on (B)(6) 2023 was unable to be confirmed. The submitted log file from the heartmate 3 system controller (serial number: (B)(6)) contained approximately 1 day of data, spanning 15:31 on (B)(6) 2023 to 9:55 on (B)(6) 2023. The reported event date of (B)(6) 2023 had been overwritten by newer events. Routine events were captured in the available data, and no atypical alarms were observed. The pump maintained a speed above the low speed limit without issue. Provided information indicated that no products would return for evaluation, as a controller exchange was not performed. The root cause of the reported alarm could not be conclusively determined through this evaluation. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with driveline disconnect conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.